Event description:
The customer contact reported the patient received more medication than intended. At approximately 1000, the device was programmed for basic delivery of 0.45% saline, at a rate of 100 ml/hr and the delivery was started. No further programming parameters were provided. At 1007, the device was programmed for piggyback delivery of potassium chloride 20 meq/100 ml, at a rate of 45 ml/hr, with a vtbi (volume to be infused) of 100 ml, for a duration of 2 hours and the delivery was started. At 1021, the patient complained of pain and burning at the IV site. At that time, the nurse noted the potassium chloride container was empty; however, the display indicated a vtbi of 89.8 ml. The device was removed from clinical service. The saline delivery was resumed using a replacement device. The physician was notified. The customer contact reported that the patient was continually monitored for an unspecified length of time. During testing at the user facility, the device passed testing. Though requested, no additional information was provided, including if there was any adverse effects to the patient or medical interventions required.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. A review of the history indicated that on (B)(6) 2012 at 0437, the device was programmed via the drug library for basic delivery of d5-0.45% + kcl 20 meq/1000 ml, at a rate of 10 ml/hr, with a vtbi of 950 ml. At 0439, the delivery was started. At 1006, the device was programmed via the drug library for piggyback delivery of potassium chloride 20 meq/100 ml, at a rate of 45 ml/hr, with a vtbi of 100 ml. At 1007, the basic delivery was stopped and the piggyback delivery was started. At 1021, the piggyback delivery was stopped, a 10.22 ml volume delivered is indicated. At 1028, the cassette was ejected. This report represents all the information known by the reporter upon query by hospira personnel.